Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead.

Event description:
The consumer reported on (B)(6) 2017 that she received a jolt/shock when getting out of her car the day before the report and she turned down stimulation which relieved the shock. The patient switched herself to the left side and felt nothing even at 4.5. The patient stated her back had been very sore and in pain and she woke up dripping wet and didn¿t wake up due to a pain pill she had taken. The patient noted her temperature was 100.8 and she never runs a fever; she couldn¿t eat or drink and felt horrible/didn¿t feel good. The patient mentioned the tape on her back was itching badly and she thought when she got out of the car she pulled out the lead/moved it as she had driven to the store and lifted heavy boxes. The patient didn¿t think it was put in the right place and the site was not viable. Additional information received from the manufacturer representative on 13-june-2017 reported that the patient had a trial system started on (B)(6) 2017. Further information received from the healthcare professional reported that the cause of the device issues and symptoms was unknown. It was unknown what troubleshooting or diagnostics were performed.